Manufacturer narrative:
The reported event of ¿insulated tip came off¿ is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided; therefore, root cause cannot be identified. A 2 year lot history review could not be conducted as a lot number was not reported. A device history record review could not be conducted as a lot number was not reported. A two-year review of complaint history revealed there has been a total of 16 reports, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, 139104extnsb, ultrcln 1"blde ext in n/s bulk was being used on approximately (B)(6) 2022 during a breast procedure and ¿defective bovie tip ¿ the insulated tip came off and had to be fished out of the wound¿. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. After further assessment it was found that it is not known if there was a delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.